Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2019-08-20 explanted: product type lead product ID 977a260; serial# (B)(6); implanted: (B)(6) 2019. Product type lead product ID 97755; serial# (B)(6); implanted: (B)(6) 2019. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 27-jun-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: 26-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting the no device found message when the recharger was not plugged into their controller. The issue began a couple of weeks ago. During the call patient got no device found without the recharger plugged in. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 70%. Patient mentioned they were sick of being in pain. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue so that a representative could help unpair then pair the controller to the implant. Agent also emailed representatives for visibility. Rep responded and noted they would call the patient. Rep reported that they called this patient back however she is located in ca which is nowhere close to mn. Despite this issue, rep tried to help her as best over the phone. She was able to connect her recharger and successfully start to charge her implanted device, however; she was not able to connect wirelessly using her controller. The cause of this remains unknown. Rep walked her through how to connect to her implant utilizing the recharger paddle just so she had access to her programs. Rep instructed her to call patient services in the morning and ask for them to page a medtronic representative in patient's area in hopes of connecting her with a pain clinic and hopefully set up an appt to visit with her. At this time the issue has not been resolved and has not been discussed with a physician for the reasons listed above. Patient called back and repeated previously documented information. Patient mentioned their implant stopped working. There was some test done and noted some of the leads may be off. Patient noted they were sitting here in constant pain and has really bad/crippling neuropathy. Additional information was received from the patient. It was reported that the patient noted their unit that turned off/stopped working. They have a spinal cord stimulator for over 6 years now. The controller and unit aren't syncing and they are constantly in pain. Additional information was received, it was reported that the patient stated that the representative said that one of the leads had come undone. Patient mentioned that they needed the device for pain in their neuropathy and legs due to a spinal cord injury. Patient mentioned it feltlike their ins is poking out. Patient then said that when they were leaning over to pull their chair in the car, they felt like they went way too far and got an electrical zap that went all the way from the unit to their cheek. Patient also said that they had a rash over their stimulator spot because they were scratching it and they were not doing that anymore. Patient noted that the stimulator felt like it was kind of poking them in the meat of their body and that they couldn't fit certain ways. The patient was redirected to their healthcare provider to further address the issue.